Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports, severe adverse event report with the root cause being a defective design in the needless IV valve connector. Needleless connectors that are widely used have a serious design flaw. When patients inadvertently wet the green alcohol caps that are no longer used at least at a large academic teaching hospital in the san francisco bay area, fluid penetrates the capillary spaces between the 3m-solventum green cap between the connector luer threads which caused and is causing line infections with gram-negative organisms that typically thrive in those moist spaces.